Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) showed molecular false positive results. The following information was provided by the customer. Customer states that they are following pi recommendations and not reporting c. Tropicalis result unless yeast is seen on the gram stain. Customer follows up the molecular false positives with repeat gram stain and fungal media. Customer reports no patient impact. There were 2 occurrences for this date of event. (B)(6) 2023.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) showed molecular false positive results. The following information was provided by the customer. Customer states that they are following pi recommendations and not reporting c. Tropicalis result unless yeast is seen on the gram stain. Customer follows up the molecular false positives with repeat gram stain and fungal media. Customer reports no patient impact. There were 2 occurrences for this date of event. 05oct2023.

Manufacturer narrative:
H.6 investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.